Event description:
The customer contacted physio-control to report that their device was unable to read an ECG signal through the patient ECG leads and the paddles lead. The customer advised that the device displayed dashed lines for the ECG. Without this functionality the need for defibrillation therapy could not be determined. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, but was unsuccessful.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio downloaded and reviewed the electronic records from the customer¿s device. As a result, physio determined that the cause of the reported issue was due to use error. The customer did not select paddles lead when using the hard paddles to view the ECG waveform on the display of the device.

Manufacturer narrative:
(B)(4). The hospital biomed evaluated their device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to read an ECG signal through the patient ECG leads and the paddles lead. The customer advised that the device displayed dashed lines for the ECG. Without this functionality the need for defibrillation therapy could not be determined. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, but was unsuccessful.